Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024 within 3 hours of insertion. The blood glucose level was high at the time of event therefore, the patient was treated with multiple daily injections(mdi). Patient required 3rd party assistance from healthcare professional and had ketones. Other health issues the patient has reported was vomiting. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.